Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. According to the patient, on (B)(6) 2025, the patient experienced a staph infection at the needle puncture site. The patient experienced ¿a fainting episode, which she believed was caused by a staph blood infection potentially linked to her dexcom insertion site.¿ the infection led to her hospitalization, where she was treated with both intravenous (IV) and oral unspecified antibiotics, oral pain medication (norco), magnesium and iron (unspecified route), and oxygen. The patient could not recall if there were laboratory test performed to diagnose the staph infection as she was unconscious at the time. It was unspecified when she regained consciousness. She was discharged home after six days on (B)(6) 2025 and was advised to remain on bedrest until (B)(6) 2025. At the time of the report, no photo was provided, and the patient was on bedrest. Multiple attempts to contact the reporter were made to verify her condition; however, no other details were obtained. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available